Event description:
It was reported that during a vena cava filter implantation procedure, delivery difficulties occurred. The anatomical location was the vena cava. The greenfield filter was difficult to deliver. The procedure ws completed with another of the same device. The patient condition is reported as "stable." Multiple attempts to obtain additional information were unsuccessful.